Event description:
The complaint reported to boston scientific (bsc) on january 22, 2007, that a patient (age & gender unknown) underwent a diagnostic colonoscopy procedure. The radial jaw 4 biopsy forceps was utilized within the 'lower gi tract.' During the procedure, the forceps "tore the patients tissue rather than taking a clean bite." The patient exhibited "excessive bleeding" and clips were used to stop the bleeding. No patient serious injury were reported as a result of this issue.

Manufacturer narrative:
User facility was unable to supply the lot number of the device used, consequently, the manufacture date of the device is unknown. The customer indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.